Event description:
An eye care provider reported that a pt reacted badly to the lens care solution. The original diagnosis was microbial conjunctivitis when the pt first presented with sub-epithelial infiltrates with punctate staining. The symptoms resolved, but when the pt was cleared to begin using the solution again, the symptoms returned. Additional info has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).